Event description:
The customer obtained a false positive total beta-hcg result of 30 mlu/ml on a pt sample. The customer questioned this result since the initial result on this sample was 0.0 mlu/ml. Testing was repeated three times and results of 2.69, 2.67 and 2.69 mlu/ml were obtained. False positive total b-hcg results may lead to the initiation of inappropriate treatment. There was no report of pt harm as a result of this event.